Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep saw the patient last week and were able to connect to the device and start the recharge process. The rep instructed the patient again on how to recharge their device. It was reported that the patient was elderly and they were having some difficulties understanding the process. The rep stated that they believed the unit was working correctly and the patient now understood how to recharge their device. It was reported that the physician was aware of the issue. This was all of the information that they had at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was still having difficultly being able to communicate with their recharger for their spinal cord stimulator (scs) system due to the close proximity of their interstim device. The rep indicated that they were going to meet with the patient again tomorrow to try and help them through the process. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that an interstim device was implanted close to their spinal cord stimulator (scs). The rep stated that the patient didn¿t know how to use their smart programmer for their interstim device. It was indicated that there was an inadvertent change in the patient¿s interstim therapy. It was reported that the stimulation of the patient¿s interstim device increases when the patient¿s scs device is turned up. The location of the increased stimulation was in the patient¿s bladder. Troubleshooting already performed was they tried to use the patient controller but the patient¿s scs ins was depleted. It was indicated that the issue was intermittent. No traumas or falls were related to the issue. The caller attempted communication with the clinician programmer with no response. They used controller and found the ins was dead. The caller denied use of the smart programmer as the rep was not an interstim rep. It was reviewed that the scs and interstim rep could meet to help determine any issues with the systems. The change in therapy/symptoms were considered sudden. The issue of the stimulation inadvertently turning up intermittently began in (B)(6) 2019. It was reported that a ¿call mdt¿ screen came up on the controller at some point in the past couple of weeks, but the patient didn¿t remember the exact screen and it was no longer showing. No further complications were reported/anticipated. On 2019-sep-17, additional information was received from a manufacturer representative (rep) reporting that the interstim rep met with the patient yesterday and they stated that all their settings seemed to be functional and intact. They also attempted to utilize our programmer to initiate a connection to our ins without success. The rep also tried to recharge the device with the recharger, and after repeated attempts they got no connection. The rep stated that they couldn¿t even get the patient¿s device to go into passive recharge mode when the ¿no device found¿ message came up. Technical services had suggested perhaps trying a different recharger since the passive recharge should have come up. They stated that there was a possibility of issues with connection, but that they should try and have the patient send their programmer back and have another one sent back out to them just in case. It was indicated that they would have the patient contact patient services to have their device sent back. It was also discussed the potential for the interstim to interfere with the communication/recharging for the scs therapy due to the interstim device being so close. It was noted that the rep had placed the edge of the recharge antenna over the ins to avoid connection with the interstim, but stated that didn¿t work either. They stated that because of this, the issues with depletion/connection had not been resolved. The cause of the issue with increased bladder stimulation was not revealed. They stated that they were unaware of the patient¿s weight and that this was all of the information that they had this time. No further complications were reported/anticipated.